Event description:
It was reported that a freestyle libre 3 plus sensor failed to pair with the ilet bionic pancreas, and the agent guided the user to rescan the sensor, after which warmup was initiated with nine minutes remaining. Symptoms included no reported adverse clinical effects. Outcomes included the user proceeding with sensor warmup after troubleshooting. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a pairing failure that resolved after rescanning and initiating sensor warmup. It was concluded that the device functioned as expected after guided troubleshooting, with no clinical harm reported.